Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that while attempting to insert the intra-aortic balloon(iab), the iab was missing radiopaque markers. The doctor stated that a second balloon was opened and they experienced the same problems. There was no reported injury or adverse event to the patient. This report is for the 2nd iab used. A separate report will be submitted for the 1st iab.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
It was reported that while attempting to insert the intra-aortic balloon(iab), the iab was missing radiopaque markers. The doctor stated that a second balloon was opened and they experienced the same problems. There was no reported injury or adverse event to the patient. This report is for the 2nd iab used. A separate report has bee submitted for the 1st iab under mfg report number 2248146-2022-00997.

Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The trend review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Parent reference number- (B)(4).

Manufacturer narrative:
Updated fields-b4, e2, e3, g3, g6, g7, h2, h3, h6 (type of investigation). Corrected fields-d9. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The trend review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Parent ID#(B)(6).

Event description:
N/a.